Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. The drill bit was broken due to mechanical overloading during use (snapped not right at the tip), it is possible that heavy loadings in a lateral direction may have caused the breakage. There are visible damages on the cutting edges which indicate that the drill bit may have come in contact with other metallic parts (nail). No product fault could be detected. The manufacturing records were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: the drill broke while surgeon was trying to drill through a very hard mal union sclerotic bone. No metal residues kept in the patient's body. This report is 1 of 1 for complaint (B)(4).